Event description:
It was reported the lead was partially explanted and replaced due to t-wave oversensing (twos). The patient reported some dizziness, which was possibly due to allergies. It was also reported the patient had a hematoma evacuation three years previously, about one week post implant. It was further reported that about two weeks after the explant of the lead, the patient developed another hematoma which had to be evacuated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.